Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was not vibrating when alerts and alarms were declared. Instead it only announced alerts/alarms via sound. Customer continued to use the pump for insulin delivery. There was no reported adverse impact.